Event description:
A ge sales rep reported the system was shutting down when trying to change the network parameters.

Manufacturer narrative:
The ge sales rep found that the issue was the network parameters were corrupted. He was able to input the correct parameters. He tested the system functionality using the transmitter/receiver probes and also was able to receive images from the CT scanner and sent to the connectstat. System operates as intended.